Manufacturer narrative:
One dragonfly optis imaging catheter was received for evaluation. The results of the investigation concluded that an optical fiber fracture was detected at the lens, consistent with the reported imaging issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the optical fiber fracture is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, pullback could not be performed which resulted in the procedure taking three times as long. The catheter was attempted to be used to perform pullback, however, pullback could not be performed. Two other attempts were made to perform pullback but the issue persisted. Another catheter was used to complete the procedure with no adverse consequences to the patient.